Manufacturer narrative:
Additional information was received indicating that there was no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a constant air in line alarm with a primed set. There was no reported adverse event.

Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for analysis. Functional testing was performed. Air in line error was duplicated and repeated. The air detector was replaced to resolve the issue. Preventative maintenance was performed.